Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead exhibited loss of capture. The suspected caused was a perforation. The physician attempted to reposition the right ventricular lead but the helix failed to extend. The right ventricular lead was explanted and replaced. The patient condition was unknown. No further information was reported on this event.